Event description:
It was reported to philips that when device's paddles are inserted there are display abnormalities. There was no reported patient or user involvement and no adverse patient/user impact.